Event description:
Same case as manufacturer's report # 6000093-2006-02219 tap - it was reported that 80 days after implantation of 2.5x16mm, and 2.5x8mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesion was located in the left circumflex artery (lcx). A distal 95% stenotic "ulcerated" lesion and a proximal 75% stenotic "eccentric" lesion was reported. It was not reported that the lesion was pre-dilated. A 2.5x16mm taxus stent was deployed at 16 atm in the region of the lesion. A persistent more proximal stenosis was noted. In this region a 2.5x8mm taxus stent was deployed at 16 atm "with excellent results." A post-intervention residual stenosis percentage was not reported. The pt rec'd angiomax, integrilin, and nitro-glycerin during; plavix and aspirin after the procedure. The pt tolerated the procedure well. The pt presented 80 days after the initial procedure with "severe" in-stent restenosis in the lcx. Intravascular ultrasonography (ivus) was performed confirming "severe stent stenosis." An atherectomy was performed "throughout the area of restenosis" using a 3.25x6mm cutting balloon. A 2.5x28mm cypher stent was deployed at 18 atm. Ivus imaging revealed "under-deployment especially at the proximal edge." The stent was post-dilated with a 3.25x20mm quantum balloon. Ivus imaging revealed "an excellent result with no significant residual stenosis." The pt rec'd angiomax and integrilin during; plavix and aspirin after the procedure. The pt tolerated the procedure well.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this report is unknown, the shop floor paperwork could not be examined. Should further relevant info become available; a supplemental medwatch report will be filed.